Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's right atrial (ra) lead exhibited decline in sensing. No intervention was performed. There were no adverse consequences reported on the patient.